Event description:
A zoll territory manager contacted zoll customer support to report an unrelated issue for a (B)(6) year old male pt. During servicing, a reportable problem was discovered. The electrode belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was broken, which would prevent the electrode belt from properly securing into the monitor. The root cause for the broken locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.